Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultraclamp tubing clamp caused a hole on the drain tubing during use. The home patient stated that while clamping the drain line to weigh the drain bag, the fluids were leaking out where the red clamp was. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Actual device was not returned. The device was manufactured from 03/01/2018 - 03/07/2018. The actual device was not available; however, a companion of the sample was provided for evaluation. A visual inspection was performed with no issues noted. Functional testing including clamp function and device testing was performed with no issues. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.